Event description:
It was reported that the patient was experiencing unknown issues with an unknown sling. The patient had an artificial urinary sphincter implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.